Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was missing the tamper seal. Functional testing involved occlusion testing. The device failed the testing due to fluid ingression which was identified during the investigation. According to the investigation, this issue was a result of the customer. Beyond device repair, no further action will be taken on this issue. Updated: device evaluated by MFR, evaluation codes.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed 11.85 psi testing. No patient involvement as this occurred during testing.